Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead associated with this pacemaker had impedances less than 200 ohms for approximately the last year. The out of range impedances were present in bipolar and unipolar configuration. Pacing thresholds were within normal range. The pacemaker was left programmed for unipolar pacing and bipolar sensing. The pacemaker and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that this pacemaker was retained by the explanting hospital. This record will be updated if the pacemaker is returned and analysis is completed.

Event description:
Boston scientific received additional information indicating that this pacemaker was explanted and the associated leads were surgically abandoned. No additional adverse events were reported.